Event description:
A customer contacted beckman coulter inc. (Bci) regarding seven glucose (glu) patient results generated by the unicel dxc 600 pro synchron chemistry analyzer that were erroneously high or low when run in duplicate. The results were confirmed on an alternate analyzer prior to reporting outside the laboratory. The results provided by the customer are shown. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the glucose accusense electrode. The root cause appears to be the electrode. The part is being returned to bci for further investigation.